Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer the her insulin pump as alarming. Informed customer alarm is due to the device being unable to detect the reservoir. During troubleshooting, customer wa asked to check the condition of the drive support cap on the device and found it to be recessed. Customer stated that she does not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of the device and revert to back up plan. Customer's blood glucose level was 194 mg/dl at time of reporting. Nothing further reported.